Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found external abrasions breaching the outer insulation and exposing the outer coil at the proximal region and distal region. Electrical test was normal with no anomalies found. The cause of external abrasions is consistent with friction to the device can and another device or feature of the patient anatomy.